Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) but no trigger date was displayed. The device was scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage indicated battery depletion/eri (elective replacement indicator). Time of eri in save to disk on (B)(6) 2009 device eri less than or equal to 2.62 volts. The weekly battery voltage trend data shows minimum battery voltage equal to 2.61 to 2.59 volts between (B)(6) 2011 and (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2009.